Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter with a guidewire in the lumen. There was contrast in the inflation lumen and balloon. The balloon was loosely folded with the folds present. The guidewire was protruding 63.5cm from the hub and 83 cm from the tip of the device as received. The outer diameter (od) of the guidewire was measured using a calibrated snap gauge which is within specification. An attempt was made to remove the guidewire from the coyote device; however, the guidewire could not be removed. Microscopic examination revealed that the inner shaft buckled in the hub and under the strain relief. Microscopic examination presented no damage or irregularities to the balloon, the tip and in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the posterior tibial artery. A 2.5mm x 80mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion. After inflation and deflation, it was noted that the device got stuck on a non-bsc guide wire. The physician removed the coyote balloon and the wire as one unit. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the posterior tibial artery. A 2.5mm x 80mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion. After inflation and deflation, it was noted that the device got stuck on a non-bsc guide wire. The physician removed the coyote balloon and the wire as one unit. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.